Event description:
It was reported that the patient received inappropriate shocks. The lead was broken and change in the threshold measurements were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed the event reported in the field. The sensing coil was fractured at the is-1 connector due to fatigue. The folded ptfe tubing bent the filars of the coil apart. This type of fracture could cause the noise and inappropriate shocks observed in the field.